Event description:
The customer stated an architect i1000sr analyzer generated a (B)(6) result for one patient sample. The sample was confirmed to be (B)(6) for (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated an architect i1000sr analyzer generated a (B)(6) result for one patient sample. The customer forwarded printouts of all results obtained, which confirmed the complaint text. The first sample returned repeat (B)(6) results with the confirmation assay. The second sample from the same patient returned a non-reactive result of (B)(6). No additional investigation activities could be performed because the likely cause reagent lot number is unknown. Tracking and trending identified no adverse trends for (B)(6) results. Labeling was reviewed and found to be adequate. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, arch bhsag qualitative ii, list 02g22, that has similar products distributed in the us, arch hbsag, ln 01l80 and 04p53. (B)(4). A follow up report will be submitted when the evaluation is complete.